Event description:
Technician alleged that the bed exit is not alarming to the nurse station. No pt impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.